Event description:
A aq2010v three piece silicone lens was returned torn. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further information is available.

Manufacturer narrative:
(B)(4): a visual inspection of the returned product found optic torn. Loop haptic and piece of optic is torn off and missing. There was evidence of clear surgical residue. Conclusions: (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).